Event description:
Cryocyte freezing container was found cracked during thawing step. At the time of the reported problem, the bag was containing placentary blood. The graft (B) (4). According to the reporter, when the crack was observed, the product was transferred in another bag in order to be thawed through a water bath. It is stated that there was no loss of product. The product has been grafted to the patient. There is no clinical consequences reported for the patient.

Manufacturer narrative:
(B)(4). No physical sample was available for evaluation. A sample picture was provided that showed that the bag did not rupture, but was cracked. There was no breach in sterility. The evaluation was conducted by the manufacturing facility based on digital photographs that were provided. The evaluation stated that the photo showed that the bag contained a broken portion of the main seal, along the corner of the hanger-slot end, of the bag. It appears that the entire seal is not broken. Evaluation of the film orientation, inverted beading, and the membrane ports was not possible. The problem of cracked bag was confirmed, but the root cause was not able to be determined. All units are 100% visually inspected and pressure tested during the manufacturing process. Due to the age of the bag, no batch review could be performed. Manufacturing and quality management have been alerted of this occurrence. This is the first complaint of this nature reported for this product lot. This complaint will be kept on record for trending purposes.

Manufacturer narrative:
(B) (4). Baxter medical assessment: this is a cryocyte bag breakage that was discovered. There have been no reported negative clinical consequences for the patient. As in all cases of cryocyte bag breakages during storage there is the potential of loss of engraftment or delay in engraftment with the loss of product. This puts the patient at greater risk. As such, a breakage could potentially cause or contribute to an event if it were to reoccur. (B) (6) we have evaluated the complaint and have determined that it is consistent with breakage investigated in a corrective and preventive action record (CAPA#(B) (4)). The lot reported was manufactured before corrective actions were implemented; therefore evaluation of the complaint sample is not necessary. (B) (4)-CAPA-(B) (4) was initiated to address this issue. As a result of multiple analyses, the two contributing root causes were identified as: nitrogen ingress through the ports resulting in breakage when nitrogen gas expands during thawing leading to a brittle fracture, and customer usage variability. The following process improvements were initiated: minimizing manufacturing variability through "mistake proofing", and minimizing customer usage variability by clarifying the "instructions for use" through label copy improvements. However, it must be noted that routine complaint monitoring has revealed a decrease in the field complaint rate before any actions were implemented. (B) (4)-CAPA-(B) (4) was closed on january 28, 2009. Complaint monitoring will be conducted to identify complaints for lots produced post corrective action. This complaint will be kept on file for trending purposes.